Event description:
It was reported that emerald syringe 10ml 21x1 an had foreign matter. The following information was provided by the initial reporter: the nursing staff on duty was stunned to see a nut inside the syringe prior to loading the medication to a hepatic encephalopathic patient.

Manufacturer narrative:
H6: investigation summary: three photos were received by bd for evaluation. A quality engineer was able to review the photos of an emerald 10ml from lot # 0.0158829, regarding item # 307758 with the reported issue that there was a ¿nut inside the syringe¿. No sample and three photographs were shared by the customer along with the registered complaint. Bd bawal has used retention samples of material code 307758 and lot number 0.0158829 for investigating the reported defect. Ten retention samples were used for investigating the reported defect. No retention samples showed a presence of nut in the syringe. The investigating team checked the machine. The nut found inside the syringe does not resemble or look like any nut used on the machine. Additionally, there are already checks available on printing & assembly machine as well as on the flow wrap machines, which will reject such kind of defect and both checks are working fine. There is some manual error, as generation/passing of this defect is not possible from printing & assembly or on flow-wrap machines. The root cause could not be determined as there was no sample was available to determine the reported defect.

Manufacturer narrative:
The manufacturing location for this product is (B)(4) . This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that emerald syringe 10ml 21x1 an had foreign matter. The following information was provided by the initial reporter: the nursing staff on duty was stunned to see a nut inside the syringe prior to loading the medication to a hepatic encephalopathic patient.